Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's isolation transformer was evaluated and restrapped. The surge suppressor pcb was also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system had a beeping alarm and failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.